Event description:
A report was received that the patient's lead was broken/fractured. The patient underwent a lead revision procedure. There were no exposed wires.

Manufacturer narrative:
The device was not returned to bsn as it remains implanted in the patient. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.